Manufacturer narrative:
The device with the lens was returned loose in the opened carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced to the tip and has under-rode the lens. Half of the optic has extended outside the device tip. The leading haptic was torn away from the optic and included optic material. The broken distal area was returned adhered in solution to the optic. The trailing haptic was positioned on top of the plunger, misfolded underneath the optic in the tip of the device. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. Root cause: the root cause cannot be determined for the reported complaint. A plunger underride was observed in the nozzle tip. The lens was torn into pieces and the trailing haptic was misfolded, looped around the plunger tip. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Plunger underride may occur: due to rapid advancement faster than the instruction for use (IFU) recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, when inserter was injected hard going into the eye, the lens did not come off the inserter. There was patient contact with the device. Additional information was requested.